Event description:
It was reported that, "stem loose according to surgeon. He removed head and stem, exchanged liner and implanted rest mod cone conical."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.